Manufacturer narrative:
Currently, it is unk whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 280 mg/dl. The customer stated that she over medicated with other medication she was taking. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer requested a replacement insulin pump due to the insulin pump not alarming no delivery during the time that she was experiencing high blood glucose levels. Advised the customer that the insulin pump would be replaced. Nothing further was reported.